Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was returned for investigation of allegation of the pump not priming, captured in MFR #. Device analysis will be reflected in that report. Presence of alleged csf leak cannot be determined. Cs reported that this patient has had issues with pressure and nausea prior to receiving their implant. Exact root cause of the hematoma was not reported, but cs confirmed that the implanting physician followed IFU protocol during the implant procedure. Per the instructions for use of the device, pump pocket hematoma is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a patient that had a hematoma at their prometra ii pump pocket incision site. Cs reported that the patient contacted them and reported that they were currently being brought back to the hospital, and that the implanting physician should be reopening the pump pocket and draining the area. Patient then contacted the cs reporting that a drain was put in the hematoma. The patient alleged that there is a csf leak, and that they have a spinal headache from that. The patient said that when they stand up, they get nauseous and vomit. The patient reported to the cs that they are alleging the pump is sitting on spinal cord and causing symptoms. Patient later went to the emergency room, where two blood patches were performed but did not succeed in providing relief. The managing physician later accessed the pump and observed an underinfusion volume discrepancy. The expected volume was 10.8ml and the actual aspirated volume was 20ml catheter revision surgery is captured through MFR 3010079947-2021-00136, patient's pump explant is captured through MFR 3010079947-2021-00137.